Event description:
It was reported that the patient presented for follow up after episodes of ventricular tachycardia. An interrogation of the implantable cardioverter defibrillator showed that anti-tachycardia pacing was delivered but failed to convert the patient to sinus in some instances. Programming interventions and medication adjustments were made. The patient was stable.